Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low iron results for two patients. This report is one of two reports submitted for this event complaint. Customer stated that on (B)(6) 2011, the instrument generated an iron result of 8 micrograms per deciliter. The physician suspected that the result was too low, and ordered a redraw on (B)(6) 2011, which generated a higher iron result of 74 micrograms per deciliter. The field service engineer (fse) inspected the instrument and found that reagent probe b was missing its o-ring and placed the o-ring in the probe. The fse also replaced the chemistry cartridge sample syringe and cleaned the instrument's cuvettes. The root cause of the issue could not be determined. The quality controls were within established ranges before and after the falsely low results were generated. The patient was not harmed as the physician did not treat the patient based on the falsely low iron result.

Manufacturer narrative:
An additional MDR associated with this event was also submitted under report number 2050012-2011-06292. (B)(4).